Manufacturer narrative:
(B)(4). In response to this complaint, the bwi representative removed the bard quick connect cable and the issue cleared up. The bwi representative also checked the connectivity between the bard and carto 3 system, however issue could not be duplicated. The carto 3 system has been used twice since issue was called in with no problems between the bard and carto 3 system. Carto 3 system was ready for use.the DHR associated with carto (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
(B)(4). Investigation is in progress and a supplemental will be submitted.

Event description:
It was reported that the carto 3 and the bard ep recording system was randomly losing both intracardiac and body surface ekgs. These losses also effected the bard recording system. The case was started with direct connect cables. Changing to ic out cables did not resolve the issue. The carto 3 and bard were rebooted but the behavior continued. The carto was bypassed and the ekgs were clean on the bard system.